Manufacturer narrative:
Combination product: yes the complaint instrument was not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, four photographs of the complaint instrument were reviewed. The photographs show the distal portion of the complaint instrument. The stent protector has been removed. The stent is deformed in its center, i.e. Several struts are bent outwards/backwards. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An synsiro pro drug-eluting stent system was selected for treatment. A stent deformation was noticed after unpacking.